Event description:
During in-house testing, the volumetric accuracy was found to be out of specification. 19.4 ml delivered out of 20 ml for an error of -3%. Specification is +/- 2%. The customer had returned the unit for unrelated service.